Manufacturer narrative:
The specific date was unknown and (B)(6) 2017 was selected. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient's husband called because the patient received an unrelated alarm. The patient's husband mentioned that there was a fluid leak from a tubing set between 2 to 3 weeks ago. He doesn't remember the date, all he could provide was that she drained a little bit and it was filling slowly at which point they cancelled the treatment and discovered the fluid leak. They wiped out the inside and have been able to complete treatment successfully since then. During follow up spoke with the patient's peritoneal dialysis nurse who reported the issues had resolved without any medical intervention. The patient had change supplies and continued treatment without any issue. The patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The set was discarded.